Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Per engineering, the stem would not be involved in the instability of a shoulder; therefore, this component did not cause or contribute to the event. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a shoulder procedure on an unknown date. Subsequently, the patient was revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk glenoid; lot# unknown. Item# unk head; lot# unknown. G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.